Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer provided results of third-party testing and the final investigation. Updated field(s): d9, d10, e1, g4, h4, h6, h11. Customers provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: outer surface of endoscope tip. Cfu: 3 cfus. Bacterial identification: escherichia coli form bacteria colony. Sampling date: (B)(6) 2025. Sampling from: air/water supply channel. Cfu: 10,000,000 cfu. Bacterial identification: sphingomonas paucimobilis. Sampling date: (B)(6) 2025. Sampling from: suction tube/forceps channel. Cfu: 10,000,000 cfu. Bacterial identification: sphingomonas paucimobilis. Based on the results of the investigation and because the gastrointestinal videoscope was not returned, the reported event could not be confirmed, therefore, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus provided the following result of the culture test, performed at the third-party labs:

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the evis lucera elite gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.